Manufacturer narrative:
Device not returned, follow up conversation with company representative. No conclusion can be drawn.

Event description:
A patient underwent a balloon kyphoplasty procedure at level l3 for a vertebral compression fracture. Several hours post procedure, the patient's blood pressure dropped and the patient underwent emergent cardiac surgery. It was reported that a 5 centimeter foreign body, presumed, but unconfirmed to be a piece of bone cement, had punctured the patient's right ventricle with extension into the diaphragm. At the time of this report, the patient was no longer hospitalized, reported to be doing well, and with no known cardiac sequellae.